Event description:
It was reported that the patient was experiencing shocking sensations and stimulation in her left hand and foot starting a couple of weeks prior. Further information is being requested from the hcp.